Event description:
It was reported that during a breast biopsy procedure, the device cut with difficulties, and also, got an extraneous noise during the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The analysis site found that the rotational and translational cables were causing the device to cut with difficulty and noise issues. The rotational and translational cables were replaced to correct the issue complaint. The e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.